Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) "took a long time to come down" after correcting with the pump versus when using a non-tandem pump. Customer had entered the settings from the non-tandem pump into the tandem pump. Customer acknowledged the pump was operating as expected and reportedly, customer met with a healthcare provider to discuss the settings.